Event description:
It was reported that the patient presented for a follow-up in the clinic during a pacemaker check. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch, no intervention was performed; the lead will continue to be monitored during routine follow-up. The patient was in stable condition.